Manufacturer narrative:
Covidien ref number (B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator without any negative pt outcome. The eval of the device has not been completed.